Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd882639, gd881565 and gd881540) and no issues were found related to the reported condition during the manufacture of those lots.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a female patient (age not reported) coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex and dianeal pd2 ultrabag (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. On an unreported date, the patient developed peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital and on an unreported date in (B)(6) 2011 the patient recovered. Dianeal therapy was ongoing. An opinion of causality was not reported. This is report 2 of 3 involved in this peritonitis event.